Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. No damage found on the connector liquid crystal display isolation tape noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window and cracked battery tube threads.

Event description:
Customer called to report a blank display on the insulin pump. Customer's blood glucose reading was 146 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.